Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye a large scratch was observed on the lens. The lens was explanted and exchanged within the original surgery without further incident. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not available for return. The iol was discarded by the healthcare faciity following explant. Post-operatively, the patient's cornea is reported to have decompensated and they have been referred to a corneal specialist for dmek or dsaek. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone toric rao610t batch 114256250 showed that all manufacturing and quality checks were conducted with successful results. Without the ability to examine the device and without clear event details being provided it is not possible to establish the root cause of the event.

Event description:
On 16th october 2025, rayner received notification from a healthcare facility in australia of an event that occurred during use of a rayone toric rao610t. The event description provided states that that a large central scratch was seen on the lens once implanted necessitating lens explantation and exchange.